Event description:
Pt arrived for dialysis treatment in stable condition, awake, alert, ambulatory with assistance. Pre dialysis vs: b/p 130/75 sitting, b/p 116/63 standing, hr 78, rr 16, temp 97.1. Treatment initiated at 06:22 and at 0757 dialysis treatment interrupted per pt request to use bathroom. B/p 130/88 hr 88. Pt fell in the bathroom, assessment post fall noted pt was awake, alert, confused and not answering questions appropriately. Blood sugar 134, b/p 171/86, hr 90, rr 19, temp 97.1; 911 called and pt to hospital via ambulance. Hosp lab (B)(6) 2020 09:20 resulted an na of 167. Hosp discharge noted pt had cardiac cath with stent placement x2. Pt expired (B)(6) 2020.